Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for the call is that the patient was feeling like the ins was working. The patient rep mentioned that the patient is feeling pressure through their ribs and was wondering if that was related to the ins. Agent reviewed ins stimulates the bladder and would not likely be the cause of the patients pain. Patient has been prescribed a pain pill to help with the nerve damage. Patient reports that they were having a return of symptoms. The caller stated that when they adjusted the patients therapy, the patient stated that they were feeling the stimulation down their leg. The patient stated that the stimulation is comfortable for them , and feeling the stim down their leg helped them with their foot. Agent reviewed with the patient that the stimulation should only be felt in their bicycle seat area, not down the patients leg. The patient stated that they did not wa nt to adjust stimulation. When agent asked for the event date the patient stated that they have never felt like the ins has worked as well as the first ins. The caller stated that the patient may have been having issues with stimulation starting yesterday ( event date was unclear to agent). Agent reviewed with the caller that the higher levels of stimulation will effect the ins battery longevity. Agent suggested if the patient did not want to turn the stimulation down, to track and monitor their symptoms. Agent redirected the patient to the hcp if issue was persistent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.